Event description:
It was reported via phone call, that the customer was hospitalized on (B)(6) 2015. Customer's blood glucose levels at the time of hospitalization 46 mg/dl. Customer was in a vehicular accident and was the driver. The customer was wearing the insulin pump for the sensor glucose monitoring system, and not for the insulin at the time of hospitalization. Customer was treated with glucose tablets. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.